Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the essure device appears to have perforated through the fallopian tube wall/left tube with essure device through the tube') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 601920-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, dysmenorrhea, menorrhagia and grand multiparity. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (davinci laparoscopic total hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy: date of insertion (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral essure are seen in position occlusion of the bilateral fallopian tubes confirmed. Pathology test - on (B)(6) 2018: the left and right fallopian tubes measure 7 x 0.5 cm and 7.2 x 0.5 cm, respectively. A 0.8 x 0.1 cm coiled metallic loop of essure device protrudes from the left proximal fallopian tube 1.5 cm from the cornu. The essure device appears to have perforated through the fallopian tube wall. Section through the right proximal fallopian tube reveals an intact spiraled gray essure device within the lumen.. Lot#601920 reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the essure device appears to have perforated through the fallopian tube wall/left tube with essure device through the tube') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 601920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, dysmenorrhea, menorrhagia and grand multiparity. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (davinci laparoscopic total hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy: date of insertion (B)(6) 2019 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On an unknown date: bilateral essure are seen in position occlusion of the bilateral fallopian tubes confirmed. Pathology test on (B)(6) 2018: the left and right fallopian tubes measure 7 x 0.5 cm and 7.2 x 0.5 cm, respectively. A 0.8 x 0.1 cm coiled metallic loop of essure device protrudes from the left proximal fallopian tube 1.5 cm from the cornu. The essure device appears to have perforated through the fallopian tube wall. Section through the right proximal fallopian tube reveals an intact spiraled gray essure device within the lumen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: plaintiff fact sheet received. Reporter information updated. Updated. Other relevant history and lab data updated. Lot number newly added. Event the essure device appears to have perforated through the fallopian tube wall, pelvic pain,dysmenorrhea,menorrhagia were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy: date of insertion (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.